Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ concentric luer lock syringe had a plunger that broke in many small pieces. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
DHR of lot 1805255 has been reviewed not finding any annotation or deviation regarding the alleged defect. Lot number 1805255 for product code (B)(4) was provided for evaluation by our quality engineer. A device history record review did not reveal any documented quality issues during the production of lot number 1805255 that could have contributed to the reported defect. As a sample was not provided for evaluation, a thorough sample investigation could not be completed. Within the manufacturing facility, areas in which the product may have contact with machinery are protected to avoid damage. Based on the investigation results, a definite cause for the reported incident could not be determined. Complaints reported for this defect and device will continue to be monitored for emerging trends by our quality team. According to inspection plan procedure, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since no sample or picture has been received for investigation and no incidence has been found in DHR review the root cause of the alleged defect cannot be determined. Since root cause cannot be determined no corrective action is taken.

Event description:
It was reported that a bd plastipak concentric luer lock syringe had a plunger that broke in many small pieces. There was no report of exposure, serious injury, or medical intervention.